Event description:
Medtronic received information that audio/vibrate anomaly/absence of alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. The pump passed the displacement test and self test. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The pump was monitored with no audio anomalies noted. Pump received with scratched case. Pump received with pillowing keypad overlay.